Event description:
It was reported that the patient's ams800 artificial urinary sphincter(aus) cuff was removed approximately (B)(6) 2018. A new 4.5cm cuff was implanted on (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation and coding provided in event description and evaluation result and conclusion codes.

Event description:
It was reported that the patient's ams800 artificial urinary sphincter (aus) cuff was removed approximately (B)(6) 2018. A new 4.5cm cuff was implanted on (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.